Manufacturer narrative:
B3: unknown. E1:(B)(6). Device evaluation: one device was received from the customer stating "damaged screen". Visual test was performed- found damaged dso seal, scratched lens, damaged battery compartment. The dso seal, lens, battery compartment replacement. Functional test was performed. Occlusion test was used. Customer problem was duplicated. The cause was found to be a scratched lens. Lens was replaced along with dso seal and battery compartment.

Event description:
It was reported that the screen was damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.